Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarmed. The customer¿s blood glucose level was 260 mg/dl. Customer also reported that they did received a red x and book image on the insulin pump screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.